Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired due to complications of a cerebral hemorrhage. The patient lives alone and was not answering the phone. The patient's niece found the patient down on floor at his residence. It is unknown how long the patient had been on the floor. It was also reported that the patient was not on anti-coagulation medication due to a history of gi bleeding.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.